Event description:
It was observed that during the device evaluation, the colonovideoscope has corrosion in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following IFU. IFU operation manual ¿important information ¿ please read before use warnings and cautions¿ ¿3.3 inspection of the endoscope¿ ¿4.2 insertion¿ IFU reprocessing manual ¿5.1 summary of reprocessing the endoscope¿ ¿8.1 precaution of storage and disposal_caution¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.